Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on lcd screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated crack in the lcd screen as the customer had fell down. Customer can read the screen but it is missing some segment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and scratched keypad overlay. No cracked lcd window noted.